Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported to have received a "new software resease detected" alarm". Customer cleared alarm and received an "incorrect pump number in flash" alarm. Customer states that blood glucose had been counted up and then went blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up and alarmed after battery installation due to an issue with the mother board. The insulin pump was received with minor scratches on the display window. The displacement test could not be performed due to the constant alarms.